Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 and cartridge alarm 19) occurred with one cartridge during the load process. Reportedly, the customer filled the cartridge with 200 units of insulin. Customer's blood glucose level was 210 mg/dl. As the customer did not have insulin available, the customer indicated that a new cartridge would be loaded once additional insulin was obtained.